Manufacturer narrative:
Upon investigation of the actual device used in this incident found that station will not power up. A field service engineer found shorted drawer replaced drawer controller board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine experienced a crash, resulting in a black screen and an inability to power on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.